Event description:
It was reported that the bd precisionglide¿ needle experienced needle blockage. The following information was provided by the initial reporter: when going to administer medication, sometimes the needle is plugged or medicine squirts out on the sides of the needle where the needle connects to the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: t was reported the needle is clogged or solution comes out the sides of the needle where the needle connects to the syringe. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was completed for provided material number 305106, lot numbers 1335484, 1273587, 1300844 and 1075264. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1273587. Medical device expiration date: 31-jan-2027. Device manufacture date: 30-sep-2021. Medical device lot #: 1300844 . Medical device expiration date: 31-jan-2027 . Device manufacture date: 27-oct-2021. Medical device lot #: 1075264 . Medical device expiration date: 28-feb-2026. Device manufacture date: 16-mar-2021.